Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 25 mm mitral pericardial valve, implanted approximately four (4) and seven (7) month, was explanted due to mitral stenosis. This device was originally implanted for mitral valve replacement to correct severe mitral regurgitation due to prolapsed anterior mitral leaflet. This device was explanted and replaced with a 25 mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ in the ICU. The condition of the explanted valve was reported as ¿one of the leaflets of this valve was not moving¿.

Manufacturer narrative:
The product was returned for evaluation. Customer report of stenosis was confirmed. X-ray demonstrated moderate to heavy calcification on all three leaflets, wireform intact, and commissure 2 bent. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue and calcification fused leaflets 1 and 2 by approximately 6mm near commissure 2, and leaflets 2 and 3 by approximately 5mm near commissure 3 on outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis.